Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00141.

Event description:
It was reported via journal article that the patient had poor hip scores aaos-iii, paprosky, 3a, harris hip-42, 32, 30 which are very poor range. No further information is available.